Manufacturer narrative:
An intuitive surgical, inc. (Isi) field services engineer (fse) was dispatched to the customer site to further investigate the reported issue. The fse replaced the remote arm controller (rac) and the master tool manipulator (mtm) to resolve the issue. The system was then inspected, tested, and verified as ready for use. Isi has received the remote arm controller (rac) involved with this complaint and completed the evaluation. Failure analysis could not confirm or replicate the reported complaint. Fa installed the rac into the printed circuit assembly (pca) system, and it started up in normal mode. There were no errors. The unit passed communication and the voltage current was in range. A sine test was performed for 30 minutes and power cycles for a couple of hours with no issue. Isi has also received the mtm, but the evaluation has not yet been completed. A follow-up MDR will be submitted following completion of the analysis and if additional information is obtained. A log review confirmed the procedure date of 13-sep-2022 on system sk3788. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report repeated non-recoverable errors. System logs confirmed errors related to the master tool manipulator (mtml)-remote arm controller (rac1). The rac1 was recently replaced and the errors have reoccurred. The procedure was reportedly converted to laparoscopic surgery. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that they converted to open surgery rather than laparoscopic due to the reported issues. They made the decision to convert to open surgery after the system was turned off and on again with the nonrecoverable fault returning. The patient tolerated the procedure well.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event, as previously reported. Corrected information can be found the following field: b1 b1 updated from "adverse event" to "adverse event and product problem".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm2) involved with this complaint and completed the evaluation. Failure analysis could not confirm nor replicate the reported complaint. During evaluation, errors 23 and 30 were observed via field error logs. The mtm2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. The following parts will be replaced as a precaution: embedded serializer in master base (esmb) pca and main wire harness. There was no trouble found with the mtm2.

Event description:
Refer to h10/h11 for follow-up information.